Manufacturer narrative:
B3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient experienced leakage from the filter during infusion therapy. There was patient involvement with no harm.